Manufacturer narrative:
D6b - date of explant is unknown. It was reported to abbott a patient reported a return of symptoms after lifting weights. Impedance was found to be low on two contacts. The issue was temporarily resolved by the patient pushing the extension into the ipg¿s head with their hand. The territory manager reported they were confident surgery went smoothly and there were no further issues. The surgery date and details are unknown as the rep who attended the surgery is no longer with abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the extension was explanted and replaced. Effective therapy was restored post operatively.

Event description:
It was reported that patient experienced ineffective after lifting weights. System diagnostics recorded low impedances on one extension. Attempts to troubleshoot were unsuccessful. Surgical intervention may take place to address the issue. The investigation was unable to determine the extension that was associated with the issue.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), and lot: 7224207.